Manufacturer narrative:
System components: pump: model - 72400098, lot sn - (B)(4), mfg date- 07/29/2016, exp date- 04/14/2020, gtin- (B)(4). Balloon: model - 72400024, lot sn - (B)(4), mfg date- 05/22/2017, exp date- 05/22/2022, gtin- (B)(4).

Event description:
It was reported that the patient experienced urinary loss. The patient had an artificial urinary sphincter device implanted in 2017. For the past six months the patient is reporting that he has lost a considerable amount of urine and wants a revision of the device.